Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified no kinks or damages in the hypotube shaft. A visual and tactile examination identified some evidence of stretching in the distal extrusion. This stretching was located at 11.6cm distal to the guidewire exit port and the stretching measure 1cm in length, running distally. No kinks were present. A microscopic examination of the stretched extrusion noted that the outer lumen was stretched down onto the inner lumen (potentially compromising the inflation lumen). All blades were fully bonded on the balloon and did not exhibit any signs of damage. A detailed microscopic examination of the balloon material identified no damages. The balloon had been inflated and was not refolded. A microscopic examination of the tip section found no damage. It was possible to load a 0.014inch size wire through the inner/wire lumen with no resistance noted. The device was attached to a pretested inflation unit and the balloon was inflated to its rated burst pressure (rbp) with no leaks noted. A vacuum was pulled and the balloon deflated slowly. The balloon was inflated for three more occasions and on each occasion the balloon deflated slowly under vacuum (average 57 seconds).

Event description:
It was reported that deflation trouble occurred. A 15mmx3.50mm wolverine cutting balloon was selected for use. During the procedure, a very slow deflation time was noted upon initial inflation at 6 atm for 10 seconds. The balloon was removed from the patient's body and the procedure was completed with a different device. No complications were reported.

Event description:
It was reported that deflation trouble occurred. A 15mmx3.50mm wolverine cutting balloon was selected for use. During the procedure, a very slow deflation time was noted upon initial inflation at 6 atm for 10 seconds. The balloon was removed from the patient's body and the procedure was completed with a different device. No complications were reported.